Manufacturer narrative:
Based on analysis results, this complaint is now determined to be a MDR malfunction. The generator was returned to the analysis site due to error code 1 issues that occurs intermittently. The analysis site confirms the customer complaint and replaced the main pcb to correct the issue. The unit was serviced, then functionally tested, and was found to operate properly. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported by the customer that error 1 occurs intermittently. No case involvement. No patient consequence.